Event description:
It was reported that during an inspection of devices while not in use, an unspecified number of iui connectors were noted to have corrosion or melted plastic isolation ribs. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.